Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the power cord and wall plug but found no issue. The fse replaced the integrated electrosurgical unit (iesu) to resolve the blank screen issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu did not power on during testing. The system logs did not show power issues. No issues were found during visual inspection. The root cause was attributed to a defective electrical component.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) had a blank screen suddenly. The customer checked the power socket and cable connection which was normal. The site used a third-party generator to continue with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system, and the system initially powered on without errors. The procedure was completed with a third-party force triad generator. There was no patient harm.